Manufacturer narrative:
Investigation summary: one sample (model #2432-0007, lot #23015359) was returned by the customer. It was reported by the customer that the tubing would not prime. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with saline. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. No occlusions were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2432-0007 lot number 23015359 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: "during PICC line change, tubing would not prime (fluid stuck in filter)."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: "during PICC line change, tubing would not prime (fluid stuck in filter)".